Manufacturer narrative:
(B)(4). Concomitant products: patient medications include asacol 400mg; tamulosiel hcl 0.4 mg; triamterene/ hchlorothorazide 37.5-25mg; felodipine 10mg; ranitidine hcl 150mg; metoprolo succinate ER 25mg; finasteride 5 mg; simvastatin 20mg. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration.

Event description:
On (B)(6) 2006, the patient was implanted with two gore&#59397;excluder&#59393;aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging reportedly revealed the proximal end of the endograft had migrated approximately 1-2 cm distal to its original implantation site. The physician attributed the device migration to disease progression causing aortic neck dilatation. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby two excluder&#59393;aortic extender components were implanted. Infrarenal endograft position was re-established, and the patient tolerated the procedure.